Event description:
It was reported that during servicing of the brightspeed CT system, a ge employee removed the gantry covers. When putting the front cover back on, the employee felt resistance. The employee pushed harder and pinched their 5th digit (finger) in between the cover and the CT gantry. In the emergency room, a hand surgeon removed the fingernail, "straightened" the broken distal phalange and applied a splint and bandages.

Manufacturer narrative:
This event was originally filed under MFR report number: 9613445-2014-00101 on (B)(4) 2014. Ge healthcare 's investigation into the reported occurrence is ongoing. A f/u report will be submitted once the investigation is completed.